Manufacturer narrative:
Continuation of d10: product ID a820 serial# unknown product type software. Product ID hh9020tdd serial# (B)(6). Section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient representative (rep) regarding a patient's external equipment. The patient representative (rep) reported that the communicator was getting stuck at 90% when they were connecting to the pump for about 2 weeks and the time kept getting longer and longer. The patient rep stated it was taking two and half mins to connect. The patient rep stated they spoke with the healthcare provider office and they told them to call for communicator replacement. The patient rep stated the patient was in hospice and needed the pump. The patient rep stated patient gets 10 bolus a day and stated the other medication maybe lidocaine but she was not sure. Patient rep said she was at work and not with the patient.. Patient service agent recommend calling back to patient service for assistance with deleting the data on the handset. The issue was not resolved through troubleshooting. The patient rep called back with patient and their equipment. The patient rep stated the equipment was 'responding very slowly' and mentioned connection appears to stall at 90% as reported above. Patient rep mentioned patient was in an expected lockout during call. Agent reviewed clearing data considerations and patient agreed. Prior to data clear, patient's data showed 3.80mb. Agent assisted patient in clearing data and patient would monitor and call back for assistance as needed.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.